Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's cousin reported that the customer passed away. The customer was found dead in his bed. The customer passed away last (B)(6) 2014. The customer had type 1 diabetes and was on the insulin pump. Per coroner report, the customer's caused of death was diabetic ketoacidosis. The customer's cousin stated that the customer had issues with the insulin pump prior to his death and was admitted to the hospital. It was unknown what was the issue with the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.